Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that there are no error codes present in the system information or system diagnostic logs. Tse recommended a covidien service call however, the customer wants to troubleshoot themselves. Tse recommended customer to perform calibrations, extended self-test, short self-test and performance verification test. The customer acknowledged. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient the compressor on an 840 ventilator would stop working and the ventilator generated a circuit disconnect error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.